Manufacturer narrative:
The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: date of event is unk. In 2009, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39:784-787. The following info was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure (pt age, gender, and weight unk). According to the article, the pt developed biliary obstruction which was treated by re-insertion of a metalic stent using a percutaneous approach. There is no further info from the article regarding the status of the pt.